Event description:
It was reported that intermittent occlusion alarm occurred. The customer's blood glucose level exceeded 600 mg/dl. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Reportedly, the customer resumed insulin delivery without requiring third-party assistance.